Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker was unable to pace. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
Additional information received notes that the patient had heart failure during the implant procedure.

Manufacturer narrative:
Device complaint of no pacing was not confirmed. The device as received was in backup condition. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Pacing, output, and telemetry test were performed and was found to be normal. Analysis on the device image indicated the cause of backup consistent with an anomalous integrated circuit (ic) on the hybrid. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.